Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer could smell insulin when the device was administering a bolus. Customer's blood glucose was 564 mg/dl. Customer's mother stated the drive support cap appeared normal. Disconnected at quick release. No air bubble or leaks noted. Settings were correct. Four low reservoir alarms and a low battery alarm noted in the device alarm history file. Manual prime was performed and insulin did exit. Customer did not have tubing clamp unable to perform high pressure test. Cannula was slightly angled and was not occluded. Customer's mother was advised to do a complete set. No further information reported.